Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was unresponsive during cartridge and tubing fill, preventing the user from selecting confirmation that drops were observed, despite multiple wake and recalibration attempts and continued tubing fill. Symptoms included no clinical effects. Outcomes included no impact on health or medical care. Investigation included remote troubleshooting and review of device behavior. Investigation of this case revealed a device display or touchscreen malfunction consistent with a hardware user interface failure that impeded operation. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction due to a hardware fault.